Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported emergency room visit due to high blood glucose. Customer stated that the he was given too much insulin at hospital and he went severely low. Customer went back to hospital because he became unconscious. Nothing further reported.